Manufacturer narrative:
Additional product code: ktt. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of a proximal femoral nailing system (tfna) to convert to a total hip arthroplasty due to post-traumatic arthritis. The patient's status is unknown. This complaint involves three (3) devices. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: the complaint condition of an post-traumatic arthritis could be confirmed, but there is no product problem reported. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: a review of the device history record. Device history lot , part number: 04.038.400, lot number: h4584250, part manufacture date: n/a, manufacturing location: n/a, part expiration date: n/a, nonconformance noted: n/a, DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number. The below DHR review was completed on lot number h458425. Part number: 04.038.400s, lot number: h458425, part manufacture date: 18-oct-2017, manufacturing location: elmira, part expiration date: 30-sep-2027. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated helical blade 100mm - sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch null, device history review added 24mar2020.